Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. A damage (open hole) and ic windup at the lap joint area in the sheath assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at distal wave form. It was observed that the catheter leaked from the lap joint when it was flushed, additionally, the image characterization testing cannot was performed due to the observed ic windup in the lap joint area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 05feb2018. It was reported that lost image occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified, distal right coronary artery (rca). An opticross¿ imaging catheter was used to view target lesion. During the percutaneous coronary intervention (pci), this intravascular ultrasound (ivus) catheter was inserted and pullback was started. However, during pullback the image disappeared and it was judged as lost image. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage (open hole) and ic windup at the lap joint area in the sheath assembly from femoral marker to the proximal end.